Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, on completion of sact treatment it was observed the patients left arm appeared edematous and slightly red. The line was removed as treatment completed and on flushing the removed PICC, 2 punctures were noted approximately 3cm from the internal exit site (insertion/skin measurement 44cm and punctures 41cm & 40.5cm). Patient has obvious signs of extravasation and is being admitted to hospital for observations due to arm swelling a diagnosed thrombus to the duplex lt brachial vein. And observations for compartment syndrome. On going communication and advise from plastics extravasation protocol was followed through, and the patient remains under observation.